Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dad reported via phone call that customer experienced high blood glucose level and the insulin pump was over delivering. Customer's blood glucose value were 444 mg/dl, 349 mg/dl, 332 mg/dl. The customer was treated by giving bolus. Customer also reported that insulin pump had hardware low level failures. Customer was not using auto mode feature. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. Customer declined to check for possible site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The device will not be returned for analysis.